Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709sc lot# n108692010, implanted: 2008 (B)(6), product type catheter: product ID, 8598a lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient was admitted to the hospital with fever and fluid around the spinal incision. A culture was taken from the device pocket. The patient had an MRI and a fluid sample was taken under ultrasound from the spinal incision. The patient had some type of viral infection in his spine. The pump was not infected or explanted. The patient was receiving therapy. There were no patient symptoms or injuries related to this event. The pump was delivering baclofen.